Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. No root cause was determined. Report source was email.

Event description:
Consumer reported inaccurate or conflicting results based on two qv at-home otc tests.